Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The reported patient effects of thrombosis and angina are listed in the absorb bioresorbable vascular scaffold systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Attachment article, titled " late thrombosis of first-generation bioresorbable scaffold site treated with novel resorbable magnesium scaffold.¿ b3- date of event estimated as 1/01/2020. D4- the UDI is not known as the part and lot number were not provided. D6a: date of implant estimated as (B)(6) 2015.

Event description:
The article documents a 55 year old patient with a previously implanted absorb bioresorbable scaffold (brs) stent who presented with chest pain and non¿st-elevation myocardial infarction. Coronary angiography showed thrombotic lesion at the brs stent site. After intravascular optical coherence tomography (oct) imaging, a decision was made to implant a second-generation resorbable magnesium scaffold (rms) stent. Oct follow-up was performed, with excellent long-term results. The article concluded that the second-generation magnesium-alloy magmaris rms stent was safe and effective in the treatment of late thrombosis of a previously implanted first generation absorb brs stent, with good safety profile and long-term patency as assessed by intravascular imaging. Details are listed in the attached article, titled " late thrombosis of first-generation bioresorbable scaffold site treated with novel resorbable magnesium scaffold.¿ no additional information was provided.